Event description:
Piggyback bag pumped into primary bag. Metronidazole was the secondary infusion. The primary bag had a tint to it after the infusion. The secondary bag was set up to run about 2 hours but was gone within ten minutes.

Manufacturer narrative:
The device eval is underway. Results will be reported when the eval is completed.